Event description:
During ercp with dr., a device, the boston scientific extractor pro rx 9mm/12mm balloon catheter, failed to inflate. There was no harm to the patient, and the device was listed as wasted on the charges. Ref m00547000, lot 35027726, gtin (B)(4).